Event description:
A malfunction was reported on the pump by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information and assistance to reset the pump, and the malfunction code did not recur afterward. Customer was advised to continue using the pump and to call back if the malfunction code reappears, which the caller acknowledged and understood.